Event description:
It was reported that a pt underwent a sling procedure and a pelvic floor repair procedure in 2007. After the sling device was placed in the "u" position, the pt leaked 250cc of urine upon valsalva/crede maneuver. The sling device was removed and the procedure was successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.